Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an out of range shock impedance measurement via a latitude red alert notification. A detailed lead evaluation and x-ray imaging were recommended to confirm no system integrity issues. The connected lead has been implanted for 18 years and is a non boston scientific product. Additionally, noise could seen on past presenting electrograms. No shock testing was performed at implant. To date, no system changes and no adverse effects were reported.